Event description:
Initially on (B)(6) 2011, the home patient (hp) contacted baxter technical service for unrelated technical assistance during peritoneal dialysis therapy on the homechoice machine. During the conversation the hp stated she has peritonitis. On (B)(4) 2011, product surveillance contacted the facility and spoke with the peritoneal dialysis (pd) nurse regarding the report of peritonitis. The pd nurse confirmed the case of peritonitis coincident with dianeal pd2 ambuflex therapy (dose frequency and lot not reported). The pd nurse stated it was a result of touch contamination and that it was not related to a baxter product. On an unreported date, the patient began treatment with dianeal pd2 ambuflex (dose, frequency and lot number not reported) ip (intraperitoneally) for pd. On an unreported date, the patient experienced touch contamination. On (B)(6) 2011, the patient experienced peritonitis. The patient was not hospitalized and there was no exit site infection associated with the peritonitis. On an unreported date in 2011, remedial therapy began with unspecified antibiotics. On an unreported date in 2011, the patient was retrained on proper aseptic technique and the event of touch contamination was considered resolved. At the time of this report, the pdn reported the peritonitis is resolving and dianeal therapy is ongoing. The nurse stated that the event of peritonitis was unrelated to dianeal therapy and was caused by touch contamination. An opinion of causality was not reported for the event of touch contamination.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint is for a report of peritonitis (serious injury). This complaint is confirmed because the nurse reported a break in aseptic technique (touch contamination) by the patient, which is a use error that can cause peritonitis or potential contamination. No assignable cause for the touch contamination was determined. A review of all batch record documents was performed on the potentially associated lots with no issues noted during the manufacturing process. There were no deviations from standard procedure. The instructions listed in the patient at home guide for the homechoice device state to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. The guide instructs the user to use aseptic technique to reduce chance of infection, this includes whenever the patient is connecting themselves to the cycler, disconnecting, or any time they handle fluid lines and solution bags. The guide instructs patients to put on a face mask and wash and dry/disinfect their hands thoroughly. Additionally, the product insert has multiple instructions and warnings for aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.